Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and replaced the gas delivery engine to fix the reported issue. The ventilator meets factory specifications. The carefusion failure analysis tech evaluated the gas delivery engine and was unable to duplicate the reported issue. No high pressures were found nor any transducer issues were found.

Event description:
The customer reported the ventilator peak pressure is out of calibration.